Event description:
Pt experiencing fevers and could not have tylenol secondary to abnormal liver labs. Arctic sun cooling machine being used. On a skin assessment, it was noticed that the patient had a red burn-like rash on his upper legs, lateral abdomen/hip region, and on his back. After exam by mds, conclusion made that this was a cold burn as these areas were in the same places the pads from the arctic sun machine were placed. (Use started in the evening and was discontinued 2 days later in the evening.) It was charted that the water temp of the machine was below 10 degrees for a sustained amount of time. The machine indicated that in the manual setting (as was used with this pt), it would shut off if the alarms sounded for a low temp. That did not happen in this case. When dermatology first classified the burn, they were using the term frost bite. In looking at the chart, there were blisters that have opened; some physicians also called the areas lesions. The burns are still being treated (the thigh burns are the most problematic, the others have resolved) with a mepilex border and accuzyme ointment. All treatment has been with topical solutions. In the discussions with the vendor, they mentioned they had seen this before when the product was used 10+days, and this was during their FDA approval process. This patient had only been on the device two days when these burns were noted. They have been helpful in providing advice and in troubleshooting, but nothing has been discovered other than the device did not alarm with the sustained low water temps.